Event description:
A patient with a long pda with a diameter measuring approximately 10 mm was attempted for closure. A 6/4 mm amplatzer duct occluder (ado) was deployed but pulled through the pda. The ado was recaptured and removed and replaced with a 8/6 mm ado. The ado was pulled inside the pda in anticipation that the retention skirt would be stable. The position and stability of the ado was assessed, considered stable and released. Post-procedure the patient was noted to have a significant murmur and the aso was found embolized into the left pulmonary artery. The patient was taken to theatre, the ado removed successfully and the pda closed surgically. The patient has been discharged and is stable.

Manufacturer narrative:
(B)(4) - congenital defect/deformity. Unintended movement. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.